Manufacturer narrative:
Medical devices: 6mm ureteral balloon dilator used prior to stone extraction and rigid cystoscope 6fr. Occupation: non-healthcare professional. PMA/510(k) #: exempt (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was initially reported, during a cystoscopy with retrograde pyelogram (rpg) and stone manipulation procedure, the basket of a ncircle tipless stone extractor broke off in the ureter as extraction was taking place. As reported, a ureteral stent was placed and the patient was sent home, the basket remained in the patient. A second procedure will be required to remove the stone and basket from the ureter. Additional information was received (B)(6) 2018, the patient had a follow-up procedure on (B)(6) 2018 and the broken portion of the basket and stone were successfully removed. As reported, the patient returned to the emergency room (ER) at a later time and was admitted to the hospital with likely diagnosis of post-operative infection. Per the facility risk manager, the patient was admitted to the hospital with an infection, but she had no additional details. Per the facility risk manager the patient has been released from the hospital. Requests were made for additional information regarding; further details of the event, however, the customer has not provided any further information. No additional patient consequences were reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Method codes: (B)(4), device not returned. Conclusion codes: (B)(4), cause not established. Investigation ¿ evaluation. The complaint device was not returned for an evaluation and no photographs were provided. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. A search of the north american distribution center database shows all devices from lot 8850446 have been shipped. There is no similar product from the same lot available for evaluation/investigation. The device history records were reviewed for lot number 8850446 and noted there are no conformances that may have caused or contributed to this incident. A review of complaint history records revealed this complaint to be the only one associated with complaint lot number 8850446. Per the instructions for use (IFU) precaution section: ¿ enclose the device in the sheath before removing from the tray/holder. ¿ do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Devices are inspected for damage and functionality prior to packaging. All devices in the lot underwent a pull test of the basket assembly to ensure integrity of the bond joints. The complaint device likely experienced forces during the procedure large enough to cause the basket to detach. There is no information available about the patient anatomy, stone size, or other factors that could have caused or contributed to the failure of the device. Without the device, or more detailed information related to the procedure, the cause for the reported issue could not be determined. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new information has been received since the last report was filed on (B)(6) 2018.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Method codes: testing of device from same lot/batch returned from user (4101), testing of device from other lot/batch returned from user (4103) conclusion codes: cause cannot be traced to device (4310), adverse event related to procedure ( 4311) investigation ¿ evaluation seven product devices were returned. Three from the complaint lot: 8850446, three from another lot: 8850447, and a single device from a third lot: 8885161. None of the returned devices were the complaint device. A picture of the broken basket was provided. A functional test of 4 of the 7 returned device was conducted. Complaint lot # 8850446 the three packages were opened for a physical investigation. A functional test determined the handle actuated the basket formation on all three devices, without issue. The basket wires were slightly tugged on and found to be secure. The mlla [male luer lock adapter] was noted to be finger tight on the three devices. Lot # 8850447-qty 3 one device was opened for a physical investigation. A functional test determined the actuated the basket formation. The basket wires were slightly tugged on and found to be secure. The mlla was noted to be loose. Lot #8885161-qty 1 was not tested. Investigation of the non-complaint devices returned did not discover any issues with the returned devices. The picture of the broken basket shows the basket separated due to the 2 basket wires that connect the basket to the handle having broken just proximal of the basket cannula. The basket wires that make up the basket were intact and not deformed. There was an unidentified red substance on the basket wires at the distal tip of the basket. The picture also showed the stone removed. There was no scale in the picture, but based on the known basket width of 1.8cm, the size of the stone appeared to be approximately 1.0cm by 1.5cm. The broken wires shown in the provided picture indicate the basket experienced an abnormally large tensile force, great enough to cause the basket wires to break. The device did not separate at any bond joint, it was the wires that separated. Devices are inspected for damage and functionality prior to packaging. All devices in the lot also underwent a pull test of the basket assembly to ensure integrity of the bond joints and subassembly components, including the wires. Based on the available information, it appears most likely the device experienced a force during stone retraction large enough to break the basket wires proximal of the basket cannula. It is possible the stone was larger than working channel of the 6fr rigid cystoscope and it was attempted to pull the stone through the scope. With the available information, the cause for the broken basket wires could not be traced to the device. It is most likely that an adverse event occurred during the procedure related to the size of the stone and the scope. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 10sep2018: it was reported, the stone they were attempting to remove was 5mm x 7mm. The reason for the delay in removing the broken portion of the basket and stone was that the doctor was unable to retrieve during the initial procedure. After the initial procedure the patient was given cipro. The patient care plan after discharge was to have an appointment with the doctor on (B)(6) 2018 and the patient adhered to the plan. Removal surgery was performed on 01aug2018. The removal procedure was described as: cystoscopy, left ureteroscopy, laser lithotripsy, basket extraction of left ureteral stone, basket extraction of retained basket fragment, and left ureteral stent exchange. The patient was given levaquin 500 pre and intra operatively. It was reported, on the evening of (B)(6) 2018, the patient experienced fever, chills, and general sickness. On (B)(6) 2018, the patient visited the emergency room and was given IV antibiotics and oral antibiotics. As reported, the patient had a complicated urinary tract infection (uti). The patient returned to the emergency room again on (B)(6) 2018 and was readmitted to the hospital in the early morning of (B)(6) 2018. The patient was released from the hospital (B)(6) 2018. The stent was removed on (B)(6) 2018 and the patient is doing well after a complicated ureteral stone extraction.